Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25128267, 25128606, and 25128692. The last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is to possible to confirm the reported complaint.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a vasoview hemopro2 cautery was not performing as expected. The device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected comment: the device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a vasoview hemopro2 cautery was not performing as expected. The device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using a vasoview hemopro2 cautery was not performing as expected. The device was used to complete the procedure. The hospital did not report any patient effects.